Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had exhibited a chip in the adhesive area between the acoustic lens and the ultrasound probe. Additionally, the adhesive around both the objective lens and the light guide lens had worn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.